Event description:
The rep reported, that the product had been implanted in 2004; subsequently, the pt had experienced discomfort and the lead was revised. During the procedure to extract the device, the lead broke and a fragment remained in the pt's body. The physician indicated to the pt that "it was acceptable to leave the broken lead inside the pt." The replacement surgery was completed and the pt expressed satisfaction with the outcome.

Manufacturer narrative:
.